Event description:
Information received by medtronic indicated that the customer reported that button was stuck because water had entered the insulin pump. Customer state the insulin pump had blank display. The contacts on battery cap were not missing or damaged. The battery compartment and spring was not corroded and/or damage. The display did not return after insulin pump restart. No harm requiring any medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged blank display and exposed to moisture found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails, label damage(serial number label stained/fading and end cap address label fading), corroded battery tube and moisture damage. Blank display was not confirmed, however, critical pump error (open book image) alarm confirmed. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed at pcba 1, pcba 2, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.